Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank. The reporter stated that the pump would vibrate and beep when a battery was inserted, but the display remained blank. The reporter stated that there was damage to the battery cap or battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: a blank display was unable to be duplicated upon investigation. The pump powered on to the verify screen and had a dim and discolored contrast. There was one pump reboot in the black box history. There was no intermittent condition found to the display flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 01/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the following information was omitted from the previous report. The black box review reveals no activity outside of normal use. The threads on the battery cap were stripped and the cap was unable to fit onto the pump. The pump did reboot during testing. A test battery cap was used and the pump powered on and displayed the ¿verify¿ screen. The pump was exercised for 24 hours with no power loss observed. No intermittent condition was found to the power circuit when the pump cover was removed.